Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly noted setscrew marks. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that noise resulting in oversensing and inappropriate shock was reported when I t comes to this device and electrode. Two separate vectors were tested but the patient received inappropriate shock in the primary and alternate vector tus no vector option was available. A possible system revision was discussed. Additional information noted that an electrode repositioning took place and the electrode was attempted to be implanted in a new position. During the repositioning the electrode was pulled harder due to it being adhered to the heart tissue, thus a new electrode was used. The electrode was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This electrode will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that noise resulting in oversensing and inappropriate shock was reported when it comes to this device and electrode. Two separate vectors were tested but the patient received inappropriate shock in the primary and alternate vector tus no vector option was available. A possible system revision was discussed. Additional information noted that an electrode repositioning took place and the electrode was attempted to be implanted in a new position. During the repositioning the electrode was pulled harder due to it being adhered to the heart tissue, thus a new electrode was used. The electrode will be returned for analysis. No adverse patient effects were reported.